Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the high flow insufflation unit exhibited oil leaking from the pressure reducer. There were no reports of patient involvement.

Manufacturer narrative:
New information added to the following fields: d8 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that some fluid derived outside of the uhi-4 has entered the tubing as device inspection noted there was fluid in the tube (between the valve and the manifold). Olympus will continue to monitor the field performance for this device.